Event description:
Reportedly, the device was visually found to have an elgiloy wire / stent exposure during implant. It is unknown whether the fabric was unraveled or torn during implant. The exposure was repaired with 7-0 prolene and the device was implanted. Device will not be returned as it remained implanted however the photos were provided for evaluation. There was no regurgitation observed on the echocardiography after implant. Patient was under treatment in ICU as of (B)(6) 2011.

Manufacturer narrative:
Additional manufacturer narrative:the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance related to this event.

Manufacturer narrative:
Evaluation method: visual analysis of photos provided. Additional manufacturer narrative: evaluation of the photos summary: the valve was not returned. The evaluation is conducted based on photos provided by the customer. The pictures were taken during the implant procedure. The pictures provided lacked details because of over brightness and are slightly out of focus, thus further limiting the evaluation. The location of the alleged tear in the sewing fabric is above the sewing ring. At a close up picture provided by the customer, a loose end of a thread is evident. The thread may have been cut at implant. This may have led the fabric to unravel and gave an appearance of a hole in the sewing fabric. It is not possible to determine the size of the described disruption, yet based on the photographs one can easily conclude that it is visible by the naked eye. It is unlikely that the valve had passed manufacturing inspection with this disruption considering that the valve had two point inspections at 7x magnification per general specification for pericardial heart valve prior to its release. Overall, a conclusive root cause to the reported issue could not be determined at this time. It was reported that the alleged damaged was repaired and the valve was implanted. At this time, there are no reports of patient injury. Per the instructions for use, under warnings, it states: do not use the valve if it has been dropped, damaged, or mishandled in any way. Should a bioprosthesis be damaged during insertion, do not attempt repair.